Event description:
(I am writing on behalf of my mother, who is a type I diabetic). My mom ran out of her normal glucometer test strips (freestyle lite), which she has used for many years without issues, while she was on vacation with us. We tried to buy replacements over-the-counter, but they were cost prohibitive ((B)(4) for 100 strips at our local (B)(4)). Instead we purchased a relion prime glucometer (sn (B)(4)) and test strips, since it was (B)(4) for both. We want to report this glucometer because it is dangerously unreliable. I am fairly certain the numbers are inaccurate, as they routinely read either less than 50 or greater than 500. My mom occasionally has these extreme values, but not with this frequency. I am even more concerned about the imprecision, because when we check her blood 3x in one sitting, the numbers fluctuate tremendously. For example, yesterday evening it read 467, 378, and 515 within the span of 5 minutes. Clearly her blood glucose level did not change so drastically during those few minutes. This has happened multiple times. As you can imagine, it has made it extremely challenging to dose her humalog. On the first day we had the new relion prime machine, we gave her far too much insulin. We overshot and her glucose level fell very low (probably into the 30s), requiring multiple juice boxes and cereal bars to get her back to a safe level. We have learned that we need to take the reading multiple times, average it, and hope the average is accurate. We notified (B)(4), but due to company policy regarding "blood products" they would not issue a refund. We just hope this won't happen to others, so this is why we are reporting it.